Event description:
It has been reported the battery is not working.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the battery was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported patient or user harm. The remote service engineer (rse) reported that troubleshooting was not needed and requested onsite service for repair. Once arriving onsite, the fse confirmed that the power cord was faulty, and the battery was too depleted to recharge. The customer provided the replacement battery, and after charging the battery and running the relevant performance assurance (pa) tests, the fse confirmed that the device passed and was returned to service. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00008. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
Updated: manufacturing site and  contact office entity updated.